Manufacturer narrative:
The customer reported that the screen went blank white on the bsm (bedside monitor). The biomed replaced the monitor with a working one. The device was returned to nihon (B)(4) and evaluated. The unit was evaluated for an extended period of time and the reported issue could not be duplicated. The lcd and touch screen was replaced as a precaution. The repaired device was returned to the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the screen went blank white on the bsm (bedside monitor).